Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by drawer failure. A field service engineer reached out to the site to discuss the issue and potential recovery efforts. It was confirmed that the customer successfully cleared the problem and recovered the drawer. The device functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that a pyxis medstation es system drawer was jammed and unable to open. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.